Manufacturer narrative:
Batch review performed on 22 january 2020: lot 186934: (B)(4) items manufactured and released on 22-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a femur fracture. The cause of the femur fracture is unknown. The surgeon cabled the fracture, revised the stem and liner 8 months after primary. The surgery was completed successfully.